Event description:
It was reported that glue that keeps the midstream boxes closed was not glued shut and the midstream fell to the ground.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), mid-stream urine collector cardboard box received unsealed upon return. There was hardened glue present on one side of the cardboard box where the flap is supposed to attached, and there was no evidence to support that the flap has ever been sealed. A potential root cause for this failure could be incorrect gluing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that glue that keeps the midstream boxes closed was not glued shut and the midstream fell to the ground.